Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b003007n20, implanted: (B)(6) 2002, product type: catheter. Product ID: 87 09sc, lot# n184791015, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient in a clinical study who is receiving morphine sulfate (10 mg/ml at 2.1199 mg/day) and bupivacaine (10 mg/ml at 2.1199 mg/day) via an implanted pump. The indication for use was noted as non-malignant pain. It was noted that the patient's clinical diagnosis was seroma at right abdominal incision. On (B)(6) 2015 the patient was prescribed antibiotics bactrim and clindamycin. Cultures were also done which were negative. On (B)(6) 2015 55cc of fluid had been removed. The abdominal incision was mildly erythematous; there was redness along incision line and it was tender to palpation. An ultra sound was done which showed a pocket of fluid over the pump. The event was possibly related to the device, therapy or implant. The event is ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare professional. The event was reportedly resolved with sequelae; the patient had been diagnosed with clostridium difficile secondary to antibiotic treatment. The pump reservoir area still painful and slight swollen, but there was no fever and 40 ml serosanguinous fluid had been aspirated on at the pump refill on (B)(6) 2015. It was noted that there was a seroma at the right abdominal incision and a wound infection was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to seroma at pump site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the infection and seroma were not determined. The patient's baseline weight was (B)(6) lbs.